Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D6a implant date - reported as (B)(6) 2023.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a leak around the closure device. The physician had the patient remain on their anticoagulation medication and has another tee procedure scheduled at a future date.